Event description:
One touch ultra meter was reading inaccurately high. The patient reported blood glucose results of 111 mg/dl and 140 mg/dl with a lifescan meter and 91 mg/dl and 107 mg/dl on a laboratory device, respectively, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. The test strips and meter were requested for evaluation.